Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifested by abdominal cramping, abdominal pain, and upset stomach. The patient was treated with flagyl and zosyn (intravenously, dose, duration and frequency not reported) for the event. The patient was discharged eight days after hospitalization and it was unknown if the patient had recovered from the event. On an unreported date during hospitalization, the pd catheter was removed and a central venous catheter was placed for hemodialysis. On an unreported date the patient began hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.